Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: the product was received by the manufacturing site for evaluation and testing. The lens was received cut in half and stored in a specimen container with fluid. The miq (measuring intraocular lens quality) remeasurement confirmed that the lens met specification. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The lens cut observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
A surgeon reported of a patient who was upset with the results and had an unexpected outcome with the preloaded multifocal intraocular lens (iol). The doctor had a plan to perform a laser vision correction to treat the patient's residual refractive error. He targeted a postoperative outcome of plano but resulted in a refractive outcome of ¿1.5. The patient had no history of prior refractive surgery, no pre-existing ocular conditions, and had not undergone any corrective procedures such as lasik. No loss of bscva (best spectacle corrected visual acuity) was reported with correction and it was stated that the patient is able to drive. The patient¿s pre-operative refraction was recorded as -1.50+0.75x145, with a pre-operative best spectacle-corrected visual acuity of 20/30-1 and a post-operative best spectacle-corrected visual acuity of 20/20+2. No unplanned medical or surgical interventions at the time of lens implantation reported. Through follow up it was indicated that the lens was explanted from patient¿s left eye on (B)(6) 2026. The replacement lens was a monofocal lens, model dcb00 with 20.5 diopter. During the explant no unplanned surgical interventions, such as unplanned vitrectomy, incision enlargement or sutures required. No medication outside the standard of care was necessary. The patient's current outcome status day one was reported as 20/50 which stated to be typical day one after an explant but her distance vision is already better than with the prior lens. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. An attempts was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.